Event description:
Caller states the patient tested 3.6 inr on the coaguchek s system and 2.64 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.